Manufacturer narrative:
Additional information received. The valve was removed and replaced on (B)(6) 2024. All broken parts were recovered. There is no information available on whether the patient experienced any signs or symptoms due to the device issue. It is unknown if an x-ray was taken to assure that no broken parts left in the patient.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823162) was implanted on (B)(6) 2024. After the procedure, the hydrocephalus of the patient didn't improve. On (B)(6) 2024, the physician conducted the revision procedure and found that the valve was broken. Therefore, the valve was removed and replaced. After the procedure, the patient felt better and discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR)- the product code 82-3162 with lot 6987042, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 40 mmh2o. The valve was visually inspected; the siphon guard was broken. Cut and tear mark were noted on the siphon guard and housing. The complaint was confirmed root cause analysis - the root cause for the issue reported by the customer could be due to a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.

Event description:
N/a.